Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2367 which occurred on the homechoice during use during dwell 2 of 4 the previous night. She had called her nurse, who in turn told her to call baxter. She said that the patient was doing manual exchanges instead. The cg would let the nurse know what the alarm meant. This writer contacted the registered nurse on (B)(6) 2011. She stated that the patient had contacted her about the alarms. The nurse stated that the patient did not report anything unusual about the supplies. Therapy has been going well since then, and there were no adverse effects reported in relation to this event. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2367 alarm was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.